Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular (rv) lead was over-sensing noise resulting in ventricular pacing inhibition. No intervention was performed. The patient was discharged with no reports of adverse consequences.